Event description:
It was reported that during an implant procedure the mobile programmer application was connected to the cardiovascular implantable electronic device (cied) and programming was set-up, it was attempted to connect the application with the mobile programmer base however the base was unable to connect. The mobile programmer was switched for another model programmer to perform lead testing. When the user returned to the mobile programmer application the connection with the cied had been lost and it was not possible to interrogate the cied. The user ended the session, force closed and reopened the application in order to reinterrogate and reprogram the cied settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.